Event description:
It was reported the programmer displayed massive shut down. Unable to reboot. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer booted up to medtronic software. After interrogation of a kappa implantable pulse generator device, the programmer had a system error.